Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error a couple of times. The insulin pump had failed battery test in the past, dust particles underneath the screen, backlight seems to be less bright, a little slower to rewind and lots of random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.